Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that upon interrogation it was noted the implantable cardioverter defibrillator (ICD) entered safety mode, as designed, after encountering and issuing a code for a memory error. Boston scientific technical services (ts) advised that the ICD should be explanted. The field representative stated that the patient is on the wait list for a heart transplant, so they are planning to wait for a short time and monitor the patient prior to doing an explant procedure. At this time the ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was returned one year later from an unknown source.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device battery status was noted to be at beginning of life (bol). An interrogation noted the device to be in safety core. A telemetry reset command was issues and the device reverted to primary operation. Review of the device's memory did find codes for memory errors. The device passed all electrical testing. Design engineering reviewed the electrogram (egm) data and determined the cause of the memory errors was isolated to an anomaly in the algorithm for the rhythm ID sensing feature which cased a divide by zero error.

Event description:
This report is being filed to submit the analysis results.